Event description:
It was reported by the representative that the (1) tsw35 was used during a laparoscopic oophorectomy procedure. It was reported that the stapler would not fire. The case was completed with another device with no pt consequence.